Event description:
I had essure put in and I have had nothing but pain on my right side since it has been put in. I have been bleeding since and my hair is falling out like crazy. I feel like something is in there literally poking me like crazy.